Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02118. The pt received an scs system, including a surgical lead and an ipg, on (B)(6) 2010. Three days post-operative, the pt presented to the hospital reporting severe constipation. A CT scan revealed the pt was impacted; his colon was estimated at approximately three times its normal size. The CT also found the pt had developed a pulmonary embolism. The pt was immediately admitted to the hospital, where he remained for five days. In order to aid in clearing the impaction, the pt had to perform a set of repetitive exercises. After his hospital stay, the pt lost stimulation to his right leg and then experienced a complete loss of coverage in both legs. Reprogramming was unable to restore stimulation. An x-ray showed, the lead had migrated. The physician suspected the exercises the pt performed while hospitalized may have contributed to the migration. The pt underwent a lead revision on (B)(6) 2011. After trying to reposition the lead for three hours, the physician abandoned the procedure. The entire scs system was explanted and not replaced. The explanted products have not been returned to the MFR for analysis. F/u on the pt found no further info reported.